Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The customer has informed us that the device is still being used and will not be returned. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a ventral hernia repair there was an endoscope image error that occurred twice. The error code seen is a known issue that is triggered if the light source is not turned on after 6 minutes of the system being turned on. The tc201en was rebooted to resolve the issue and the procedure was completed successfully. The procedure was delayed by 2-3 minutes. There was no patient involvement." It was furthermore stated that the concerned product is still in use. No negative impact in state of health reported.